Event description:
It was reported that during a case using the cranial map 3.0 software, the navigation was inaccurate. There was a surgical delay of 15 minutes and the patient was reported to have suffered neurological damage.

Manufacturer narrative:
Additional data: d4, g1, h4. H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
No additional information.